Event description:
Pt hears clicking, but feels pop when bending upright or during side stepping. Pt indicates about 1 month ago, the hip feels and sounds similar to immediate post-op conditions. When the type a walker exerts himself, he feels sore around cup area. Pt indicates he feels "pop" 5-10 daily. Pt has minor limp.